Manufacturer narrative:
Additionally, noted that the olympus technical assistance center (tac) had the customer swapped out the lamps and the same issue occurred, as the lamp did not turn on and the error still occurs. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source lamp does not turn on and an error message e103 (communication/transmission error) was displayed. The issue occurred during preparation for use prior to an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure in the power supply unit. Additionally, the cause of the failure is thought to have been caused by stress from heat and humidity affecting the circuit board. Olympus will continue to monitor field performance for this device.